Event description:
Caller alleged discrepant results. Results as follows: pt's inratio2: 1.6, doctor's inratio2: 2.0. One minute between tests. Customer repeated the finger stick on the same finger used for the first inratio test, and did not use the first drop of blood.

Manufacturer narrative:
Pt performed finger stick on the same finger and did not use the first drop of blood for each test. Using the same site or finger may have caused contamination from the previous finger stick. Be advised that the user is to apply a single hanging drop of blood during sample application. These pre-analytical techniques may contribute to inaccurate inr results or testing error. Inratio precision data provided by end user: date: (B)(6) 2013: 1st inr: 1.6, 2nd inr: 2.0, mean: 1.8, sd: 0.283, %cv: 15.7. Inratio meter results passed the criteria for precision with %cv less than 20%. In-house therapeutic donor testing was performed on reported lot #299628 on (B)(4) 2013. Results as follows: donor: (B)(6), inratio: 2.2, 2.1, 2.1, reference: 2.32, bias threshold: 1.32 - 3.32, %cv: 2.71; donor: (B)(6), inratio: 1.8, 1.9, 1.8, reference: 1.82, bias threshold: 1.32 - 2.32, %cv: 3.15. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Analysis of the client's data from repeat inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered outside the expected variance between test results. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4). This issue will be subject to tracking and trending. Corrective action not required at this time.